Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and compromised forced sensor and excessive no delivery test due to blank display. Pump received with stripped battery cap(p)coin slot noted.

Event description:
Customer reported via phone call that damaged on battery compartment. The customer¿s blood glucose level was 102mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.